Event description:
The patient received her scs system on an unknown date. The patient was implanted with two scs systems. It was reported that the patient was experiencing overstimulation. Two of the leads were replaced on (B)(6) 2008. The explanted leads were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: results: lead severely kinked. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.